Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) and the escort went to the unit. The escort advised that the pharmacy staff found a pocket overfilled and they held down the lid until it released and then they unloaded medication from it. The fse and the escort arrived at the station and there was no failure found. Escort logged in and confirmed all drawers functioning correctly. Escort confirmed the customer resolved the failure. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.